Event description:
It was reported that a medical center may have a complaint related to the 255 error code.

Manufacturer narrative:
Correction: requested but not provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that a medical center may have a complaint related to the 255 error code. (More information to come).